Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify the reported problem. The problem is caused by defective interconnect printed circuit board (pcb) and speaker; therefore, the interconnect pcb and speaker were replaced. The event history log review revealed a check clutch/plunger level alarm. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump has a primary audible alarm bgnd test. Per reporter, the error was cleared but it keeps occurring. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.